Event description:
It was reported that on (B)(6) 2015, intra-op, when the surgeon was implanting the screw with a screw driver, the hex driver broke inside the screw. The surgeon then had to connect a 30mm rod to the screw using a set screw and rotate the rod anti-clockwise to get the screw out. The screw then snapped just below the head. Both the products came in contact with the patient. No fragment of any of the products remained in the patient. The patient was impacted by longer theatre time trying to extract broken screw. No patient complications were reported due to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Visually confirmed the head of the mas has been broken off, at the base of the bone screw head. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. Dimensional inspection confirmed bone screw neck diameter to be within print specification. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(4). The product has been returned to the manufacturer and the product analysis is anticipated but not yet begun.